Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was admitted to the hospital with loss of ventricular capture and sensing. The patient was stable with her own rhythm when loss of capture occurred. The patient was monitored overnight. Loss of capture was no longer observed and the mechanism could not be reproduced.